Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server multiple stations were not loading any patient or order information. Users indicated that only the maintenance and change user preferences options were available on the screen, while the main menu remained accessible. Patient and medication order data stopped crossing over beginned the previous night. Approximately seven machines were currently affected by the issue. However, there were no delays or adverse events or injuries reported based on this event.